Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the central control monitor had lines on the screen and no display. The unit was turned off and back on again and the lines still appeared with no display. The device was not changed out as surgery was canceled for an unrelated issue.

Manufacturer narrative:
Eval is in progress, but not yet concluded.